Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing strong stimulation, describing it as feeling like an explosion in their body, which caused them to lose their balance. Patient stated that they cannot use the device as the stimulation is too strong and mentioned attempting to lower the intensity but they don¿t know how. Patient unlocked the controller and saw the message 'no device found'. Agent had patient press the white stimulation on/off button to turn on the stimulation. Patient mentioned having groups a, b, and c, with all groups initially set to an intensity of 1. Patient attempted to adjust group b but were unable to access the program. Patient then switched to group a, attempted to decrease the intensity, and noted an intensity of 23.2. Additionally, the patient mentioned being prescribed hydrocodone for their pain and expressed dissatisfaction with their current doctor (hcp), stating plans to switch providers. The patient stated that they do not have an email address. Agent referred the patient to medtronic (mdt) resources for more information on spinal cord stimulation therapy. For the event date, patient stated a month or 2 months ago. Agent reviewed information and redirected the patient to t heir hcp regarding their therapy.